Event description:
As reported, two 4f ver 135â° 100cm tempo aqua glide catheters had marks on them immediately after opening the packages. There was no reported injury to the patient. Additional information and device return was requested; however, neither were obtained after multiple attempts made.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, two 4f ver 135â° 100cm tempo aqua glide catheters had marks on them immediately after opening the packages. There was no reported injury to the patient. Additional information was requested but not provided after multiple attempts made.

Manufacturer narrative:
As reported, two 4f ver 135â° 100cm tempo aqua glide catheters had marks on them immediately after opening the packages. There was no reported injury to the patient. Additional information was requested, but not provided after multiple attempts made. The non-sterile cath tempo aqua 4fver135 100cm hydrophilic coating device was returned for investigation and visual inspection identified two kinked/bent regions located approximately 31.0 cm and 43.0 cm from the distal tip, with no foreign material observed during unaided examination. Dimensional analysis was performed to assess the outer and inner diameters and measurements were found within the specified range. High magnification microscopic analysis of the kinked/bent sections confirmed features consistent with mechanical deformation observed during visual inspection, with no evidence of foreign material present. The evaluation supports that the device exhibited two kinked/bent conditions along the catheter body while maintaining dimensional conformity, and no evidence was identified to suggest the condition is related to manufacturing or design. Both devices originate from the same lot. A product history record (phr) review of lot 18476178 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The only damage identified was the presence of kinked conditions, and the cause of these conditions could not be determined. The device was reported as fractured, and it is possible that the kinked condition corresponds to what was observed by the user. The reported ¿catheter (body/shaft) ¿ foreign material¿ was not observed during the product evaluations. The only damage identified was the presence of kinked conditions, and the cause of these conditions could not be determined. The devices were reported to have marks on them, and it is possible that the kinked condition corresponds to what was observed by the user. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), treat all 4f (1.35 mm) catheters and smaller french sizes with ultimate performance of these products may be impaired if not properly and ca handled during unpacking and preparation. Based on the available information, there is no evidence to suggest the reported event is related to manufacturing or design issues. Therefore, no additional actions will be taken.

Event description:
As reported, two 4f ver 135â° 100cm tempo aqua glide catheters had marks on them immediately after opening the packages. There was no reported injury to the patient. Additional information and device return was requested; however, neither were obtained after multiple attempts made.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.